Event description:
The patient had a 55cm trapease permanent vena cava filter implanted on an unknown date. It was reported that the inferior vena cava was occluded below the trapease filter. The physician feels that the cause of the ivc thrombosis is due to the trapease filter.

Manufacturer narrative:
The patient had a 55cm trapease permanent vena cava filter implanted on an unknown date, place and physician. Per the physician, it appears that the trapease was responsible for occlusion of the inferior vena cava below the implanted device.multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided.the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.with the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.